Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during routine generator change for normal eri, the physician was unable to remove the setscrew for the svc coil portion of the lead, due to the setscrew being stripped. The physician decided to cut the lead just beyond the pin and capped it. A new ICD was implanted and the chronic rv lead was still used. No further issues were noted. The patient was stable during and after the procedure.